Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, d&c, hysteroscopy, endometrial ablation and tubal ligation due to sui, dysmenorrhea and menorrhagia. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and other unspecified issues. It was reported that patient underwent excision and hysterectomy on (B)(6) 2013 for dyspareunia, dysmenorrhea and pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.